Manufacturer narrative:
(B)(4). Batch # n54687. Investigation summary: the analysis results showed that one ecr60g cartridge reload was received. The reload was received partially fired 1/3 and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a segmentectomy procedure the stapler, locked twice with the ecr45b loads, and the surgeon did not want to use it anymore. Action user took to mitigate / resolve problem during procedure: with same like product.

Manufacturer narrative:
Product complaint # (B)(4). Was there a quality issue with the ecr60g reload cartridge reported? If yes, please describe. What is the product code of the stapler with which the ecr60g was used (plee60a, pse60a, ec60a, etc.)? Was the ecr60g attempted to be used with the pse45a device? It should be noted that a 45mm device is designed to work only with 45mm cartridges, for further loading instructions please refer to the echelon flex 45 powered IFU. The recharge ecr60g also locked in the same procedure. The procedure was initiated with the pse60a, and it locked with the recharge ecr60g at the time of stapling the bronquia, and after using 11 recharges. It was necessary to exchange the stapler and the recharges to the 45 mm, and they also locked.